Event description:
On an unreported date, the patient experienced a breach in aseptic technique which caused bacterial peritonitis. The patient was not hospitalized for peritonitis. Treatment was reported as vancomycin (dose, frequency and lot number not reported). The hp was retrained on proper technique. The patient was recovering from the peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.